Event description:
A malfunction alarm occurred with the customer's pump, identified by malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. The customer was provided with pump reset information by technical support, assisted in resetting the pump, and was instructed to call back if the malfunction code recurred. The customer understood and acknowledged the instructions and continued to use the pump without further issues.